Event description:
It was reported that during a surgical procedure, the lead could not be "secured successfully" for ¿accurate positioning¿ but ¿easily dislodged¿ with the injex anchor supplied with the product. The ¿device¿ was handled as a defective product and both the lead and anchor were replaced.

Manufacturer narrative:
(B)(4).